Manufacturer narrative:
The event unit was returned in its original packaging to applied medical for evaluation. Upon visual inspection, engineering was able to confirm the complainant's experience of folds in the packaging seal. Engineering tested the seal, and it did not meet the acceptance criteria. The likely root cause of the wrinkles in the packaging seal is due to overheating during the sealing process. The probability and criticality of harm resulting from this failure mode has been evaluated and was found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description during initial intake of the complaint, the event was deemed non-reportable. After engineering performed their evaluation, the event is now reportable due to the wrinkles in the seal.

Event description:
No procedure performed. Event description: "his is a complaint from (B)(4) evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: (B)(6) 2016. Please refer to the attachment file." The (B)(4) evaluation team found that one of the pouches had folds of film at the seal line. Patient status: na.